Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator would not display battery measurements and a -data npt read- message. No patient symptoms or intervention was reported.